Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
A cc4204a intraocular lens, diopter +22.5 was requested to be returned. Reporter states the lens has a bent haptic and there was no patient contact with the lens. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Device evaluation: the lens was returned stuck in the cartridge. The cartridge was returned in a lens case. Visual inspection of the lens found it was returned in the cartridge. Visual inspection of the cartridge found no visible damage to the device and the lens stuck inside. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date of report corrected to 26 jun 2019 in initial MDR. Date received by manufacturer corrected to 26 jun 2019 in initial MDR. Claim#: (B)(4).